Event description:
It was reported that following an atrial fibrilation ablation, the lasso catheter, which was in the pulmonary vein - landed in the left ventricle - and caught the mitral valve of the left ventricle. The lasso catheter could not be retrieved. Force was applied while trying to remove the catheter causing the ring of the catheter to be dislodged in the mitral annular ring. While attempting to remove the catheter ring with clamps. The polyurethane membrane of the distal part of the ring and the first electrode got separated by the clamps. In the process of retrieving these parts, the mitral valve tore. Therefore a mitral valve replacement was performed and replaced with an artificial valve the following day (2008). Pt was temporarily transferred transferred to ccu. He was said to be in stable condition.

Manufacturer narrative:
The catheter was retained by the hospital and will not be returned to biosense webster for investigation.